Event description:
It was reported that patient underwent an ankle orif procedure that utilized a depth gauge on (B)(6) 2015. The surgeon had issues with the measurement of the small fragment screws. When placing the screws, they were too long and had to be replaced with shorter screws. The surgeon was unclear on how to measure the screw with the depth gauge.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6).